Event description:
The pt initially had bilateral breast augmentation in 1976 after significant breast atrophy developed following a spine reconstruction. In 1991, due to implant rupture and chronic fatigue, both implants were removed with a capsulectomy and replaced with saline implants. The pt's systemic symptoms got worse and she developed undifferentiated connective tissue disease with serology showing positive anti-dna antibodies. The pt developed a history of urticaria, synovitis, oral ulcers, requiring prednisone for treatment. As a result of development of significant connective tissue disease and the possibility that the textured surface of the saline implants may induce an immune response, it is medically necessary to remove this type of implant.